Event description:
A journal article stated that a patient experienced encapsulating peritoneal sclerosis coincident with peritoneal dialysis (pd) therapy. No further information was provided.

Manufacturer narrative:
(B)(4): occurrence date unknown. The journal article was published in 2012. Article citation: nobe, k., inoue, t., nodaira, y., kimura, y., okayama, m., gen, s., seto, t., sueyoshi, k., takane, h., takenaka, t., okada, h., and suzuki, h. (2012). Continuous ambulatory peritoneal dialysis beyond a decade: cases from a single center. Advances in peritoneal dialysis, volume 28, 74-78. (B)(4). Should additional relevant information become available, a follow up MDR will be sent. The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.